Manufacturer narrative:
Medical device expiration date: na. Investigation summary: it was reported that one cannula holder had a crack. To aid in the investigation, one sample and one photo were received for evaluation. A visual inspection was performed. The sample received came with the plastic shield and the needle hub has a crack. The photo provided shows the sample received. Based on the investigation with the returned sample and photo sample analysis the symptom reported by the customer is confirmed. This defect can occur if the needle hub was not properly centered when the plastic shield was assembled inducing the damage. A device history record review was completed for provided material number 302047, lot number 9058790. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. We will continue monitoring the complaint trend for the product and symptom. Probable root cause. It could be possible that the needle hub was not properly centered in the fixture and got damaged when the plastic shield was assembled.

Event description:
It was reported that the needle ns 30ga 1/2in bns yel hub tw experienced needle hub hole/crack/damage. The following information was provided by the initial reporter: one cannula holder had a crack.